Event description:
During maintenance service on surgical laser. Thread damage on mechanical plate of laser resonator. Although the resonator and diode appear to be fully functional, the threads will need to be tapped before the system can be put back into service. No patient involvement.

Manufacturer narrative:
Loose screws. Changed fixin screws on resonator. Optical alignments and laser performance test. Resonator restored to full performance.